Event description:
The patient is reportedly experiencing retention and lock issues between the internal device and external equipment, which is temporarily resolved by applying pressure to the device. External equipment was exchanged, however, the issue was not resolved. Revision surgery has been scheduled.